Manufacturer narrative:
Method: device not returned for evaluation; follow-up information from physician reporting event.

Event description:
Patient had balloon kyphoplasty for vertebral compression fractures at levels t11 and l1. Extravasation of bone cement occurred at both levels treated, the bone cement fills were discontinued and the procedure was completed. During recovery, the patient was unable to feel or move his feet. A four level (t9-t12) laminectomy was performed to decompress the spine, during which multiple metastatic cancer lesions were identified in the spinal canal. Subsequent evaluations revealed metastases of the patient's lung and liver as well. The patient's paralysis abated within 24 hours.